Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging that the casing was craked. A med affairs specialist (mas) spoke to the pt a week after and obained / verified the following info. The begninning of 2006, the pt mentioned that his lcd screen was cracked and "ink ws coming out of the meter". He has had the meter for approx five months and claims that the meter was never dropped. Although he was unable to test, he took his insulin (novolog 8u before meals and lantus at night). Two weeks ago he woke up feeling "low". He did not try to test on his meter and did not take his insulin. He went to the hpysician's office where his blood glucose was in the 60's on the physician's meter. He was treated with glucose and released shortly after. Customer care agent (cca) sent the pt a replacement meter and a vial of test strips. This case is being reported as the pt was unable to test his blood glucose and later developed hypoglycemia. He was treated by a physician.